Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead had dislodged during the implant attempt. It was noted that multiple positioning attempts were made and that the lead's helix had become clogged with tissue. The lead was not implanted. A replacement lead was successfully implanted at that time.